Event description:
The device was returned for av sticky valve failures. Device was attached to a bracket and powered on. No alarms or errors occurred. The lever arm boot is torn and will need to be replaced. The device was opened to inspect for internal damage. No internal damage was identified. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.

Event description:
The following has been reported: biomed reported: "persistent pump error described as "service needed". "Please note: pumps are ready for the logs to be sent after initial troubleshooting completed by customer showing continued errors; hard reboot, full clean of machine/pins, and test infusion completed with errors. Was there injury/adverse reaction? No. Did the issue stop an active infusion? Yes. List the name of the drug administered? Unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.